Event description:
Spectra optia apheresis system disposable idl kit had line from collection tubing to collection bag fall out compromising the sterility of the stem cell product. This happened at the end of collection. Approximately 15 ml of cells spilled onto the machine/ floor.